Event description:
This device broke outside the patient. There was no reported clinical consequence to the patient.

Event description:
This device broke outside the patient. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device was received in two segments. The fracture was located at approximately 54cm from the distal end. Multiple kinks were located along the guidewire. A bend was noted approximately 0.5 cm from the distal tip. The guidewire outer diameter measurements were found within specification. Scanning electron microscopy (sem) was performed on the fracture surfaces. The proximal surface exhibited tension and compression zones with evidence of elongated dimple ruptures. These were observed in a transition zone where the diameter of the wire decreases. The distal surface exhibited evidence of dimple ruptures and again this occurred in a transition zone. No material anomalies were noted. It was concluded that the fracture occurred due to a bending overload with a tensional event. It is probable that procedural factors encountered during the procedure could have limited the guidewire's performance. Therefore, a root cause of operational context has been assigned to this investigation.